Manufacturer narrative:
Exemption number e2017017. (B)(4). A siemens service engineer evaluated the system after the reported event. The system tested positive for normal operation. Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred during use of the artis zee ceiling system. During a clinical procedure, the hospital main breaker tripped, causing the system to abruptly power off during a patient scan. Once power was restored, the system was able to boot normally. It was reported that the patient passed away during the procedure. It is not known what type of procedure was being performed or the state of health of the patient prior to the exam.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Analysis of the log files showed that there was no identifiable system failure or system malfunction causing or contributing to the situation described. The facility circuit breaker caused a power outage. Once the power was restored, the system restarted and works as specified. As this is not considered a product issue, no further actions will be taken.